Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a motor was detected by reading unexpected value from hall sensor error alarm. Customer was able to clear the alarm. Customer was not able to rewind the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thus. There were no pump error 43 alarms noted during testing and a review of the pump history file reveals between 10/17/2023 and 10/19/2023 (event date) there were nine (9) pump error 43 alarms. 10/17/2023: two (2) pump error 43 alarms (18:01 and 18:24). 10/18/2023: three (3) pump error 43 alarms (05:55, 16:53, and 19:42). 10/19/2023: four (4) pump error 43 alarms (16:02, 16:04, 19:52, and 19:53). Additionally, at 19:53 there was a pump error 2 (linenumber 1317 filenumber 51) and a pump error 53 (linenumber 418 filenumber 32107) alarm that had occurred. The pump was cut open to perform a visual inspection. Corrosion and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor & motor home switch (corrosion/rust), force sensor, and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 43, pump error 2, and pump error 53 alarms are all confirmed due to moisture damage and corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.